Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the frequent errors indicated, such as read, write, or invalid cubie memory or not detected on the communication bus for one drawer at the station. A field service engineer 361054-01 replaced the half height cubie drawer assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system's auxiliary drawer 4.1 frequently indicating "read, write, or invalid cubie memory" or "not detected on the communication bus", occurring almost every day or every other day, preventing users from accessing medication for a patient. A certified pharmacy technician was able to fix the drawer and checked for loose cables in the back, but after rebooting the pyxis multiple times and replacing cubies, the system continued to fail in certain pockets, particularly in rows c and d of auxiliary drawer 4.2, which had the most frequent issues. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.